Manufacturer narrative:
Investigation summary: investigation into this event found that the customer used an expired calibration kit to calibrate the assay and rec'd analyzer codes noting calibration error. The customer reported pt results to the physician despite unacceptable qc results. The customer did not provide enough info after recalibration of definitively establish the root cause of the event. Therefore, the root cause of the event is unknonw.

Event description:
A customer observed biased qc and pt results for ckmb on the vitros 250 chemistry system. Biased results were reported to the physician, who questioned the results. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.